Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty entering her blood glucose level into the bolus delivery screen. Troubleshooting with tandem technical support was performed and customer was able to successfully enter in her blood glucose level. Reportedly, the customer woke up with low blood glucose levels (48 mg/dl). Customer ate to elevate blood glucose levels, and stated they will continue to eat to stabilize blood glucose levels.